Event description:
Additional information was received which reported that troubleshooting done to reduce premature battery depletion was stop of the stimulation. Impedance readings were 6v, pulse width 60 and frequency 270.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that the implantable neurostimulator (ins) prematurely exhausted. The patient used the device "24/24h" at an intensity of 7 volts. There was a stop of the stimulation with recrudescence of pain. No diagnostic or troubleshooting was performed. Interventions as a result of the event included replacement of ins and hospitalization from (B)(6) 2015 until (B)(6) 2015. There was restore sensor positioning. The issue was resolved at the time of report. The patient's status at the time of report was alive with no injury. The event was related to the device and not related to the procedure.